Manufacturer narrative:
Addendum to the previous supplemental MDR submitted. After further investigation, it was confirmed that the information provided to davol was erroneous. The patient was not implanted with a bard/davol device as was reported in the previous supplemental MDR submitted. No further action is required at this time.

Event description:
Addendum to the previous supplemental MDR submitted. Through further investigation it was confirmed that the information provided to davol was erroneous. The patient was not implanted with a bard/davol device as was reported in the previous report submitted. No further action is required.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure or patient injury. We have contacted the initial reporter to request additional information. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Device not returned to manufacturer.

Event description:
Per information provided to davol by the patient's attorney: (B)(6) 2000 - patient underwent an unspecified procedure with implant of a non-bard/davol tvt sling. (B)(6) 2011 - patient underwent vaginal vault suspension, rectocele and cystocele repair with implant of a non-bard/davol gynemesh and a non-bard pubovaginal sling. (B)(6) 2012 - patient underwent an unspecified procedure with implant of a bard/davol sepramesh ip composite mesh. The attorney alleges the patient experienced an unspecified adverse outcome associated to the use of the device.